Event description:
It was reported that the needle in the bd insulin syringe with the bd ultra-fine¿ needle broke off into the insulin vial during use. The following information was provided by the initial reporter: "needle wobbly and stayed in insulin vial. Callers mom is new to injecting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: customer returned (7) 1ml, 31 gauge, 8mm syringes. Of the samples provided, 4 of the syringes featured bent needles. These needles were bent at their base to varying degrees. This may be due to contacting the insulin bottle¿s base or otherwise incorrectly inserting the needle. It was observed that no syringe featured a broken needle, though bending them to a high degree could result in them fracturing. A review of the device history record was completed for batch# 1270091. All inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needles breaking. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insulin syringe with the bd ultra-fine¿ needle broke off into the insulin vial during use. The following information was provided by the initial reporter: "needle wobbly and stayed in insulin vial. Callers mom is new to injecting."